Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 621810) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermoid cyst, multigravida (6), multiparous (8) and live birth ((B)(6) 1997, (B)(6) 1998, (B)(6) 2001, (B)(6) 2007, (B)(6) 2005, (B)(6) 2003). Concurrent conditions included ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: the right tube spasmed during the coil placement and seemed to bring the coil deeper into the tube but you could see the tube but no coils were protruding on the right. There were two turns protruding on the left. Lot number: 621810 manufacture date: 2006-12 expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. On 7-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 621810) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermoid cyst, multigravida (6), multiparous (8) and live birth ((B)(6) 1997, (B)(6) 1998, (B)(6) 2001, (B)(6) 2007, (B)(6) 2005, (B)(6) 2003). Concurrent conditions included ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: the right tube spasmed during the coil placement and seemed to bring the coil deeper into the tube but you could see the tube but no coils were protruding on the right. There were two turns protruding on the left. Lot number: 621810, manufacture date: 2006-12, expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 621810) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermoid cyst, multigravida (6), multiparous (8) and live birth ((B)(6) 1997, (B)(6) 1998, (B)(6) 2001, (B)(6) 2007, (B)(6) 2005, (B)(6) 2003). Concurrent conditions included ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: the right tube spasmed during the coil placement and seemed to bring the coil deeper into the tube but you could see the tube but no coils were protruding on the right. There were two turns protruding on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: plaintiff fact sheet received. Case became incident event pelvic pain & menometrorrhagia were added, lot number added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.